Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05453. It was reported that the patient presented to the emergency room after receiving an alert from their device. Interrogation showed failure to capture, high impedance and noise on the right ventricular lead. The report also showed low pacing impedance and noise on the atrial lead. The rv lead was capped and replaced on (B)(6) 2020. No changes were made to the atrial lead. The patient was stable throughout the procedure.